Manufacturer narrative:
(B)(4).

Event description:
Further review of the event concluded that "still zapping in my legs pretty good but not in my back like it should, and now it&#38112;been hurting in my hip" reasonably was referring to a change in stimulation/therapy in the back, and not to a shocking/jolting sensation.

Event description:
It was reported that where a patient¿s implantable neurostimulator (ins) battery was it has been ¿paning¿ a patient ¿quite a bit¿ for ¿the last couple days¿. It was stated that the patient did not know what was wrong. It was stated that it has been hurting on the patient¿s right hip, ¿almost like a burning sensation with a sharp pain¿. It was stated that the patient has had her device for 1 year now. It was reported that the device was ¿still zapping in my legs pretty good but not in my back like it should, and now it¿s been hurting in my hip. So now I don¿t know what to do¿. It was noted that the patient thought ¿maybe she pressed on it too hard or something¿. It was noted that the patient had not yet contacted her healthcare professional (hcp). It was stated that the patient had not made any adjustments or turned her device off because she did not know how to.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).